Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a loose and protruded drive support disk. The insulin pump had a missing end cap sticker, broken battery tube threads and minor scratches on the display window.

Event description:
Customer reported that the insulin pump returned an error alarm and was squirting out insulin during manual priming. Blood glucose level was not provided. No further information was provided.